Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia due to a bent cannula with three infusion sets on (B)(6) 2026. The patient noticed symptoms after three hours of insertion at the abdomen site and was treated with a correction bolus via the pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.